Event description:
It was reported that during an atrial fibrillation procedure, a faradrive steerable sheath was selected for use. A valve air management issue was reported with the sheath while in the patient. The sheath was replaced and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.